Event description:
It was reported that the patient with this left ventricular (lv) lead experienced infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, the right atrial (ra) lead and this left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5119845, mw5119847, mw5119848.